Manufacturer narrative:
The customer¿s report of fluid infusing slower than expected was not confirmed. The pcu event log shows that at 7:02 pm on (B)(6) 2017 a custom concentration secondary infusion of gentamicin traditional dosing 200 mg/105 ml was programmed to infuse at 105 ml/hr with a vtbi of 105 ml to infuse in 1 hour. The secondary infusion completed at 8:03 pm and the device transitioned to the primary infusion rate of 50 ml/hr. At 8:07 pm, a custom concentration secondary infusion of gentamicin traditional dosing 105 mg/105 ml was programmed to infuse at 105 ml/hr with a vtbi of 105 ml to infuse in 1 hour. This time at 8:45 pm the infusion was paused prior to completion and then the device was channeled off. The volume recorded for the secondary infusion of gentamicin during this period was 171.179 ml. There were no alarms prior to the user pausing the second gentamicin secondary infusion. The starting volume of the fluid container cannot be determined through device logs. The pump module and the disposable sets were not returned for investigation. The root cause of the fluid infusing slower than expected was not identified. (B)(4).

Event description:
The customer reported that gentamycin 250 mg/106 ml was intended to infuse over 1 hour at 106.25 ml/hr, but ran slower than expected, lasting 1.5 hours. Flagyl was also infusing via a different pump at the time of the event. There was no report of patient harm.